Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two infusion sets fell off events during use on (B)(6) 2024. The infusion set was in use for less than 1 day. Blood glucose level reported during an event was 286 mg/dl patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).